Event description:
According to the reporter, (B)(6) hospital had two instances where norian srs did not mix well and was left granule kind. The mixer was tested and it worked as supposed to.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be field on a supplemental MDR. The supplier's device history report review determined that the unit met spec when it was originally manufactured. The supplier's product eval determined that the spring force was too low. The supplier reported that the springs appear to have fatigued over time with usage. The unit has been in the field for seven years, it is likely that the spring fatigue can be attributed to normal field.